Event description:
It was reported that the therapies for this implantable cardioverter defibrillator (ICD) was turned off. The health care professional (hcp) would like to turn the therapies back on. The device remains in service. No adverse patient effects were reported. Additional information indicates that this ICD was turned off. Boston scientific technical services (ts) stated no documentation of why therapies are off and if they are supposed to be off. This device remains in service. No adverse patient effects were reported.